Event description:
It was reported that an altitude alarm was activated on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and try resuming insulin delivery with a new cartridge. When the issue persisted, the customer was advised to wait two hours for moisture to evaporate. After this waiting period, the pump resumed normal operation, and technical support provided guidance to prevent future altitude alarms, which the customer acknowledged and understood.